Event description:
It was reported during a laparoscopic nissen fundoplication while using the 511sd two trocars were opened and insertion through abdominal wall was attempted but the trocars would not stay armed. There was no consequence to the pt. 12/3/97 the rep reported there were three trocars that would not arm but only two trocars were saved and are.